Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Per the given clinical information provided, the root cause of the optical signal issue was not determined since product was not returned and data logs were not returned as well. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted in a patient with acute myocardial infarction and cardiogenic shock. During use, the pump position was confirmed; however, the device exhibited an ¿impella in aorta¿ alarm. Despite the alarm, the impella continued to provide effective hemodynamic support, and its function was not otherwise affected.